Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when placing the right ventricular (rv) lead for his bundle pacing, placement difficulties were encountered when the lead was not disengaging from the heart and freely moving in the sheath. The lead was rotated counterclockwise multiple times, the lead was not able to be removed. The physician felt that the lead may have been wrapped in chordae from the valve. The lead was drawn back into the sheath and by clockwise torquing, the lead was released and removed from the patient. Some tissue was noticeable on the tip of the helix. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.